Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not charge despite being placed on the charging pad for several hours, with the device fully depleted and the pad initially showing a blinking green indicator; after the user moved the charger to a different outlet, the indicator became solid green and correct device orientation without a clip was confirmed, and the user was instructed to wait 20¿30 minutes to verify charging. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer education on correct charging setup and power source verification. Investigation of this case revealed that the charging issue was attributable to the power source or setup rather than a device malfunction, as evidenced by restoration of a solid charging indicator following outlet change. It was concluded, based on previously established findings for similar reports, that the cause was user setup or external power supply issue.